Event description:
It was reported to technical services on (B)(6) 2011 that this rv lead appeared to have loss of capture. A hex dump was performed and sent on to engineering. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).